Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported that actions taken to resolve the fluid around the pump included aspiration, which confirmed the pump contents in pocket and cerebrospinal fluid. The cause of the volume discrepancy and pump leak was not determined. The patient was referred to a pain specialist. The patient's weight was 260 pounds at the time of the event. The devices remained implanted and functioning.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that since implant the pump has always had fluid around it which  the healthcare provider (hcp) removed each time prior to refilling the pump. The caller stated that when the patient went in for a refill 6 days ago the fluid which was normally clear was yellow. It was also noted that when medication was removed from the  pump they pulled out 4cc when they were expecting 10cc. The patient had been in so much pain the last 2 weeks, they cannot get out of bed, has headaches all day long that "kills him" and their back pain was much worse. The caller stated that the hcp determined that the pump had been leaking and replacement was suggested but not yet scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.